Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. Moisture damage found on lcd board. The insulin pump passed a21 test and no a21 error alarm noted.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, unexpected restart and alarmed button error. The customer's blood glucose reading was 290 mg/dl. The customer stated the insulin pump was exposed to water. She stated the keypad is unresponsive and was unable to clear the unexpected restart. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.